Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the event. Treatment information was not reported and it was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.